Event description:
Unrecoverable arterial air alarms occurred during a routine hemodialysis treatment. Rinseback of the pt's blood was not performed due to the amount of time the blood pump was stopped resulting in an estimated blood loss of 190 cc. The pt's hb decreased from 10.3 g/dl on (B)(6) 2012 to 8.4 g/dl on (B)(6) 2012. Epogen dosing was increased from 10,000 units 1xweek to 2xweek. No other medical intervention was required.

Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback due to the amount of time spent troubleshooting the alarms. The user's guide contains adequate info regarding probable cause of alarms and alarm recovery instructions. The nexstage system one cycler is pending eval at the time of this report. A follow up report will be submitted if applicable. Nxstage medical considers this report closed. No add'l info will be provided.